Manufacturer narrative:
Initial.

Event description:
It was reported that during an infusion set change with a teflon inset, the user accidentally folded the adhesive backing onto itself, which prevented proper application and required use of a new inset; the infusion set was not deployed correctly and customer care provided troubleshooting and education to complete the supply change process. Symptoms included no reported clinical effects. Outcomes included no interruption requiring medical care or hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user handling of the adhesive backing led to improper set application, with no device malfunction identified and no lot information available due to discarded packaging. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique during set application. Thank you for the information.